Event description:
The field service repair tech reported that the account had a neptune unit that had exposed wires on the power cord. There was no injury reported.

Manufacturer narrative:
The field service tech reported that while he was at the account for a different repair, he was asked to look at a rover with a plug that had exposed wires. When the tech met with the hosp operating room equipment mgr, she informed the tech that the biomed had already replaced the plug.